Event description:
Information received with return of the explanted device notes infection and erosion. The patient had fever and chills for an extended length of time and also recently there was discharge from the pacemaker incision site and the pulse generator was extruding through the incision line.